Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion sets fell off during use event on 26-feb-2026. The infusion set was in use for one - two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4.